Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. (B)(4).

Event description:
Customer reported the male end of the buckle broke off. The issue was discovered during set up, however, the exact date of this occurrence is unknown. There was no patient incident or injury reported.